Manufacturer narrative:
The device was returned for service however did not meet manufacturing specifications during pre-repair assessment. (B)(4) evaluated the device. The reported condition was confirmed. The assignable root cause was determined to be normal wear over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during service and repair pre-testing it was discovered that the attachment device had "high temperature". This event was not related to surgery. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If any additional information should become available, this notification will be updated accordingly.